Event description:
It was reported the patient underwent a surgical procedure to explant and replace this inflatable penile prosthesis (ipp) for an unspecified reason. The patient was implanted with a new ipp consisting of 18 cm by 12 mm cylinders, pump, and reservoir. It is unknown if the previously explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.